Manufacturer narrative:
This is a follow-up submission of a previously submitted report. This submission is due to the evaluation of the device. Complaint confirmed. The device met all material specifications as received. The evaluation of the returned device revealed that the bio-composite screw is broken at threads. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a swivelock anchor broke while being screwed into bone. Rotator cuff has been fixed and two thirds of the anchor was left in the bone. The event happened during the surgery. The surgery was finished successfully. The surgery was finished with the same type of device.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a swivelock anchor broke while being screwed into bone. Rotator cuff has been fixed and two thirds of the anchor was left in the bone. The event happened during the surgery. The surgery was finished successfully. The surgery was finished with the same type of device.